Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding a plum a+ ln 12391 sn (B)(6), where the reporter stated that "the pump was charged and connected to the power source, due to a power outage and the inability to use the backup generator, the battery was depleted after approximately two hours of use. When the pump turned off, the infusion of dextrose stopped causing metabolic distress to the baby¿s basal rates. The status of the product at the time of the event was during infusion." There was patient involvement. No other information regarding patient's condition was made available.

Manufacturer narrative:
Test summary: the device with the battery involved was installed. After 45 minutes of infusion, the infusion was abruptly stopped because it generated a reboot and then a continuous audible and visual alarm of 437, indicating a malfunction, with no low or depleted battery alarms. The device involved, with the new battery installed, infused for 7 hours and 33 minutes, generating audible and visual alarms for low and low battery, and finally shutting off automatically. This proves that the device with the new battery was able to infuse in battery mode for the indicated time and generate low and low battery alarms before shutting down. This test demonstrates that the battery involved generated a 437 "operational error" alarm on another device. This error is caused by the battery. The battery failure is evident, causing the device to abruptly shut down without warning or alarm. This may be an isolated failure, or the user did not report the correct date. The review of events between august 13 and 28 did not reveal a shutdown due to battery or alarm 437. Probable cause: the review of events did not reveal a probable cause, according to the customer's report. However, battery tests showed that the fully charged battery discharged in less than an hour, causing the device to abruptly shut down without alarming or warning of the low charge level.